Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked fluid. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause are determined to be manufacturing related. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness.

Event description:
As reported, during an unspecified procedure the bard/davol hydrosurg laparoscopic irrigator leaked fluid. There was no reported patient injury.